Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "the nurse gave the patient subclavian vein puncture and sealing after intravenous infusion, and strictly implemented the operation process. After the completion of pipe sealing, the syringe was removed, and there was no rebound of caresite luer access device core. Replaced the caresite luer access device and resealed the pipe." No injury reported.